Event description:
During spinal anaesthetic, the spinal needle with introducer was being used. There was some slight resistance to the insertion of the spinal needle. The introducer and spinal needle were therefore removed. It was found that the spinal needle had broken off at about 4cm from the tip and it was lodged in the pt's back. Open surgery under general anaesthetic was then carried out to remove the section of the needle left in the pt's back.